Manufacturer narrative:
Correction: d1 brand name updated from vcare 200a - medium to vcare. Manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-6085-201a, vcare 200a - medium, device was found during post-op hysterectomy procedure on an unknown date when it was reported ¿patient reported a piece of the v-care cup was in her vaginal post-op.¿. Further assessment questioning found ¿the retained piece in the vagina per patient report was a long time ago and why uc requires the v care parts be counted.¿. The procedure was completed without the use of an alternate device. There was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported possible injury due to the patient retaining a foreign body.

Event description:
The customer reported that the 60-6085-201a, vcare 200a - medium, device was found during post-op hysterectomy procedure on an unknown date when it was reported ¿patient reported a piece of the v-care cup was in her vaginal post-op.¿. Further assessment questioning found ¿the retained piece in the vagina per patient report was a long time ago and why uc requires the v care parts be counted.¿. The procedure was completed without the use of an alternate device. There was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported possible injury due to the patient retaining a foreign body.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.